Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit had a scratched display window.pump download:it appears that the customer was using the pump up until (B)(6)-2014. Last bolus delivered was at 1:24pm on (B)(6)-2014 the bolus amount given was 9.3u. The last bg recorded appears to be 221mg/dl on (B)(6)-2014 at 7:58pm. Approximately three minutes later the pump was suspended from all delivery for unknown reasons. Notes state customer was not wearing pump at the time of death, this appears to be the case. On (B)(6)-2014 at 8:50am someone removed the battery and 29 seconds later inserted a new battery. This was well after the death as reported on (B)(6) 2014.

Event description:
It was reported that the customer passed away due to congestive heart failure. The customer was not wearing the insulin pump at time of death. The last blood glucose was over 500mg/dl, but he was not connected to the insulin pump. The caller stated that the customer had lost his job and was without insulin because it costs too much. The customer finally was able to purchase insulin and was giving himself manual injections. No further information was provided.